Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for sterilization evaluation.

Manufacturer narrative:
Updated results code 2 for sterilization evaluation. Conclusions code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use also warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the instructions for use further warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06704314. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 11/16/09: [missing records: records for the CT of abdomen/pelvis were not provided.]. On (B)(6) 2009: (B)(6) md. Operative report. Preoperative diagnoses: flat adenoma left colon. Colostomy dysfunction with extensive colostomy dermatitis secondary to inability of appliance to be secured around the colostomy site. Giant ventral hernia measuring 25 x 15 cm. History of stage 3 rectal cancer diagnosed in 04/2005 treated with neoadjuvant chemoradiation therapy and subsequent abdominoperineal resection which was performed by me on (B)(6) 2005. No evidence of disease since. Postoperative diagnoses: flat adenoma left colon. Colostomy dysfunction with extensive colostomy dermatitis secondary to inability of appliance to be secured around the colostomy site. Giant ventral hernia measuring 25 x 15 cm. History of stage 3 rectal cancer diagnosed in 04/2005 treated with neoadjuvant chemoradiation therapy and subsequent abdominoperineal resection which was performed by me on (B)(6) 2005. No evidence of disease since. Procedures performed: left hemicolectomy. Relocation of colostomy from left lower abdomen to right lower abdomen. Repair of giant ventral hernia with dualmesh. The mesh used was the goretex dualmesh plus biomaterial reference catalog number: 1dlmcp07, lot batch code: 06704314. Indications: this 46 year old gentleman presented with bright red bleeding per rectum to the university community hospital in (B)(4) on (B)(6) 2005. He was taken to the operating room where he was found to have a locally advanced rectal cancer. He underwent a diverting sigmoid colostomy. He was subsequently referred to the (B)(4) center where he underwent neoadjuvant chemoradiation therapy followed by an abdominoperineal resection which was performed by me on (B)(6) 2005. His preoperative staging workup confirmed stage 3 rectal cancer. His final pathology following the neoadjuvant chemoradiation therapy and resection revealed complete response to the chemoradiation therapy with no residual cancer noted. The patient had 2 indeterminate lesions in the liver which were followed closely with multiple attempts at biopsy with no evidence of cancer. He has done well since with no evidence of cancer. The patient developed a ventral hernia secondary to his abdominoperineal resection operation in 08/2005. The patient also has had a chronic problem with his colostomy which was created at the university community hospital in (B)(4). Essentially, the stoma appeared to have been somewhat retracted and the ability to apply and seal an appliance around the stoma has been extremely difficult with persistent leaks around the stoma and the development of dermatitis around the stoma site. The patient did request repair of the colostomy. He was also advised to undergo elective repair of his ventral hernia. Prior to proceeding with these operations, he underwent screening staging workup which also included colonoscopy. His restaging workup with a CT of the chest, abdomen, and pelvis and pet scan performed on (B)(6) 2009 indicated no evidence of recurrent or metastatic disease. Colonoscopy performed by dr. (B)(6) on (B)(6) 2009, however, revealed a flat polyp in the colon at 27 cm which was biopsied and tattooed. This was not amenable to resection through the colonoscope. The patient had another area at 55 cm in the colon for which biopsy revealed no suspicious lesion. There was minute fragment of vegetable material and bacteria obtained. The patient was therefore felt to have a flat adenoma in the left colon which was also associated with his ventral hernia and his colostomy problems. He was advised to undergo left hemicolectomy and relocation of his colostomy site as well as repair of his ventral hernia. I had an extensive discussion with the patient and his wife regarding the options of repairing the hernia. The large hernia indicated that there will be difficulty in primary closure and that we would be concerned about the loss of domain and increased intraabdominal pressure with subsequent respiratory compromise. The risk of infection due to work on the colon and placement of mesh was also discussed. The possibility of using flap closure and preoperative consultation with plastic surgery was also discussed. It was finally decided that we would try to conduct a contamination free operation and will consider potential use of the mesh closure should this appear reasonable and feasible. Nevertheless, if there was extensive contamination, then the use of a flap of natural tissue would be explored and performed. The indications, risks, benefits, potential complications, and alternatives were discussed in great detail with the patient and his wife who both gave informed consent to proceed. Operative findings: ¿the patient¿s tattooed flat polyp was actually located in the splenic flexure of the colon. The patient therefore had a left hemicolectomy to address the flat polyp with resection of the splenic flexure and left side of the transverse colon. The pathology review indicated that the lesion was resected with at least 7 cm from the proximal margin and more than 11 cm from the distal margin. There was no obvious evidence of regional or distant metastases in the abdomen. The patient had extensive adhesions from his previous multiple operations. Nevertheless, the takedown of colostomy and left hemicolectomy and adhesiolysis was accomplished without any soilage or obvious contamination. The patient had a large ventral hernia measuring 25 x 15 cm. Primary closure was not feasible. Due to the absence of any contamination, the patient underwent copious irrigation of the abdomen and had repair of his ventral hernia with antibiotic impregnate dualmesh as noted above. The patient also had excision of a broad wide scar. The colostomy site was relocated from the left lower abdomen to the right lower abdomen where a new stoma with satisfactory profile was created to allow satisfactory placement of the appliance around the stoma. The patient tolerated the procedure well. Estimated blood loss was minimal.¿ description of procedure: ¿the patient was brought to the operating room and placed in the supine position. General anesthesia was administered via endotracheal intubation. The abdomen was then prepped and draped in a sterile fashion. The patient then had excision of his broad scar which extended from the upper abdomen to the area of the symphysis pubis. This scar was sharply excised using the bovie. Underneath the scar was the thin hernia sac which was subsequently entered and the sac was further incised to gain access into the abdomen. There were extensive adhesions of bowel to the hernia sac and to the anterior abdominal wall, and also to omentum to the sac and to the anterior abdominal wall. Extensive adhesiolysis then ensued to clear the adhesions from the hernia sac, the midline incision, and also the anterior abdominal wall to the level of the reflection of the right colon and also the reflection of the left colon. Following this extensive adhesiolysis, the colostomy was then taken down excising an ellipse of skin around the stoma and then dissecting the colostomy from the left lower abdominal wall. The colon that was dissected from the abdominal wall was then excised using the endo gia stapler to allow for complete sealing of the colon while performing the dissection to resect the flat polyp. The colon was exposed and carefully inspected and the tattooed site of the flat polyp at the level of the splenic flexure was found. The descending colon and left transverse colon were then dissected and mobilized from the lateral peritoneal reflection along the line of told and also between the gastrocolic omentum. The splenic flexure was then mobilized into the wound and the site was then selected to the left of the middle colic vessels along the colon where the colon was prepared and then transected using the endo gia stapler. The left transverse colon and descending colon was then resected with multiple applications of the endovascular stapler to transect the mesentery of the left lateral transverse colon and the left descending colon. In this fashion, the left hemicolectomy was accomplished. This was then sent for pathological evaluation with findings as noted above. Next, attention was then turned to mobilizing the transverse colon away from the gastrocolic omentum and the hepatic flexure of the colon in order to allow for satisfactory mobilization down to the new colostomy site in the right lower abdomen. This colostomy site was then selected and prepared, excising a circular disk of skin with underlying subcutaneous tissue to the anterior rectus fascia. A cruciate incision was made on the fascia and the rectus muscle split and the underlying posterior rectus fascia was then incised and was noted to allow at least 3 fingers through the opening. The transverse colon stump was subsequently prepared allowing for a satisfactory amount of colon tissue so as to allow for the creation of satisfactory colostomy bud. This colostomy stump was then brought through the new colostomy site then anchored to fascia with interrupted 3-0 vicryl and 3-0 silk sutures. Next, attention was turned to addressing the ventral hernia. The extensive hernia sac was then dissected sharply from subcutaneous tissue to the edge of the rectus muscle on both the right and left sides, and excess sac was then excised. There was copious irrigation of the abdominal wall and the abdominal contents with at least 6 liters of saline. Following this irrigation, the size of the hernia was measured and 30 x 20 cm dualmesh was then brought in and then sewed to the posterior wall of the anterior abdominal wall. This was sewn a minimum of 3 cm from the edge of the fascia. The dualmesh was placed with a running no. 0 goretex type suture. Satisfactory placement in a tension free fashion was noted. Some of the underlying fascia and the subcutaneous tissue was subsequently closed over the mesh with interrupted no. 1 prolene type sutures. Prior to this complete closure, a flat jp drain was placed into the subcutaneous space overlying the mesh and brought out through a separate stab wound incision. This was then anchored to skin with a 3-0 nylon suture. The overlying skin was subsequently closed approximating the subdermal tissue with interrupted 3-0 vicryl type sutures. The skin was subsequently approximated with horizontal mattress type 4-0 nylon interrupted sutures in an everting fashion. It should be noted that prior to closure of the midline incision, the previous stoma site fascia was closed approximating the posterior layer with no. 1 prolene running type sutures and the anterior fascia in a similar fashion. The subcutaneous tissue was copiously irrigated and the old stoma site was only loosely approximated with interrupted 4-0 nylon skin sutures. The subcutaneous tissue was then packed with iodoform gauze. The wound was then covered with neosporin type ointment, and dry dressings were then placed to cover and seal the midline incision and the previous stoma site wound. Next, attention was then turned to maturing the colostomy in the right lower abdomen. This was performed using interrupted 3-0 chromic catgut type sutures. The patient tolerated the procedure well and was subsequently taken to the recovery room in satisfactory condition. Estimated blood loss was minimal. Sponge, needle and instrument counts were correct.¿ attestation: please note I was present from beginning to end of the operation as dictated above. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/06704314) was implanted during the procedure. 12/??/2009: [missing records: records from the hospitalization at time of implant were not provided.]. On (B)(6) 2010: (B)(6) . Pa-c. Emergency room visit. Stitches removed on (B)(6) 2009. Last night noticed drainage coming from abdominal incision. Abdomen: approximately 1 cm diameter opening in middle of midline incision, drainage serosanguineous discharge. Impression/plan: abdominal incision dehiscence. Packed, wound care instructions given. Discharge home. On (B)(6) 2010: (B)(6) arpn. Emergency room visit. Increased drainage from abdominal wound. Abdominal binder. Abdomen: colostomy right lower abdomen. Site from prior ostomy taken down in left abdomen almost healed. Open area in midline incision, in center, approximately 2 inches in diameter, tunnels upwards, right, left. Packing removed, saturated with serous drainage. Impression/plan: surgery explored wound. Initially to admit, no beds and he is afebrile, stable. Discharge home, to be admitted monday for possible wound vac placement. Placed on [antibiotics]. On (B)(6) 2010: (B)(6) md. Operative report. Preoperative diagnosis: infected abdominal mesh status post ventral hernia repair. Postoperative diagnosis: infected abdominal mesh status post ventral hernia repair. Operation performed: exploration of abdominal wound with removal of gore-tex mesh, components release separation of the abdominal wall with complex abdominal wall closure and washout. Indications: this is a 46-year-old male with a history of rectal ca [cancer], status post abdominoperineal resection. The patient had suffered significant peristomal dermatitis. The patient ultimately had a repair of a ventral hernia done by dr. Malafa with removal of the stoma on the left-hand side and placement of it on the right-hand side. The patient had this done early 12/2009. The patient had done well up until new year¿s eve when he had a significant dehiscence of the upper portion of the abdominal wound with a significant gush of fluid. The patient was seen in clinic, admitted to the hospital 2 days ago. Plastic surgery was counseled for the possibility of complex abdominal wall closure after removal of potentially infected mesh. The patient was seen by the plastic surgery service, explained that he would require take back to the operating room, exploration of the wound, removal of any exposed and/or infected mesh, and then components release separation of the tissues to allow primary closure of the fascia, and ultimately placement of a new marlex onlay mesh and closure of the skin. The patient was explained the possible complications with this type of procedure included repeat infection, bleeding, scarring, muscle nerve injury, asymmetry, unaesthetic result, and need for further surgery. The patient understood these possible complications and elected to proceed. Cosurgeon: dr. (B)(6). Assistant: (B)(6), md and (B)(6) md. I was present throughout all major aspects of the procedure and was immediately available. Drains: two 15-french blake drains. Operation in detail: ¿the patient was taken to the operating room, placed in supine position, placed under general endotracheal anesthesia. Anterior abdomen was sterilely prepped and draped in the usual fashion. Using a 10 blade, the previous vertical abdominal scar was excised full thickness, including the small 2 x 2-cm area of dehiscence on the superior aspect of the wound. The subcutaneous tissues were dissected down to the anterior abdominal wall fascia inferiorly, as well as superiorly, and then carefully dissected around the previous edges of the anterior rectus sheath, and exposing the underlying gore-tex mesh. The mesh had significant fluid collection around it and this fluid collection was cultured, sent for gram stain with aerobic and anaerobic cultures. The mesh was completely released from the undersurface of the underlying fascia, as well as the gore-tex suture that was used. Therefore, there was no foreign body whatsoever in the abdomen at the time of full debridement. Next, the abdominal wall was pulse lavage irrigated with 3 liters of triple antibiotic solution, followed by 3 liters of normal saline. The patient then had a large no. 2 quill suture used to reapproximate the fascial edges. There was too much tension on the fascia, unfortunately we are unable to get good posterior fascial exposure due to significant adhesions, therefore, the external oblique muscle on either side of the right and left rectus muscles was incised allowing greater mobility of the medial fascia. Once the external oblique was released on both sides, the fascia was able to come together in midline using no. 2 quill sutures. Once the fascia was closed, a second layer was used to reinforce the first with another no. 2 quill suture. Next, further irrigation was done on the anterior abdominal wall. There was no evidence of a ventral hernia at this point and a large marlex mesh was used in an onlay fashion to help reinforce the anterior abdominal wall. The marlex mesh was secured into place with 0 quill sutures around the periphery of the mesh and the two 15-french blake drains were then placed on top of the mesh in the subcutaneous position. The scarpa layer was then closed with 0 quill sutures, followed by closure of the skin with 2-0 quill sutures. Steri-strips, telfa, and tegaderm were applied. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ on (B)(6) 2010: (B)(6) center. Implant record. Mesh. Manufacturer: davol. Site: abdomen. 01/12/2010: [missing records: a pathology report detailing analysis of the device removed on (B)(6) 2010/10 procedure was not provided.]. 01/12/2010: [missing records: a culture report detailing analysis of the specimens collected on (B)(6) 2010 procedure was not provided.]. On (B)(6) 2010: (B)(6) md. Discharge summary. Admit date: on (B)(6) 2010. Admitted for infected mesh, IV antibiotic therapy, local wound care. Infectious disease consulted for antibiotic therapy for bacteria isolated from wound cultures. Instructed to perform no heavy lifting, may shower, not to bathe. On (B)(6) 2010: (B)(6) arnp. Emergency room visit. Cramping pain and increased gas in stoma. Nausea and vomiting for those 3 days. CT scan does not show any changes to the cancer, possible inflammatory changes of colon likely related to colostomy. Gi surgery consulted, think opening of colostomy is narrow, can cause some cramping pain if stool is pasty. On (B)(6) 2010: (B)(6) md. Discharge summary. Admit date: on (B)(6) 2010. Discharge diagnoses: abdominal wall abscess. Procedure: percutaneous drainage of abdominal wall abscess on (B)(6) 2010. Hospital course: was at home, fell on abdominal wall and began having worsening erythema, redness of abdominal wall, fevers. Underwent IV antibiotic therapy. Cultures from fluid collection, staphylococcus aureus. Transitioned to oral antibiotics, home today in stable condition. On (B)(6) 2010: gastrointestinal tumor. (B)(6) arnp. Office notes. Abdominal wall abscess, admitted on (B)(6) 2010. On (B)(6) 2010, percutaneous drainage placement. Abdomen: drain with yellowish fluid drainage. Output has slightly decreased. Still on [antibiotics]. On (B)(6) 2010: gastrointestinal tumor. (B)(6) arnp. Office notes. CT abdomen today: interval drainage resolution of anterior abdominal wall fluid collection. 08/05/ 2010: [missing records: records for CT scan showing ¿interval drainage resolution of anterior abdominal wall fluid collection¿ were not provided.]. On (B)(6) 2010: gastrointestinal tumor. (B)(6) arnp. Office notes. Had abdominal abscess in upper abdomen, managed with percutaneous drainage placement, antibiotics, resolved. Small hernia at ptc [percutaneous] drain site, skin is closed well. To have ventral hernia repair at later time. On (B)(6) 2010: gastrointestinal tumor. (B)(6) arnp. Office notes. Percutaneous fistula with excessive fluid drainage. Abdomen: about 3 cm in diameter fistula in upper portion of midline incision, excessive clear fluid drainage. Appears to directly communicate with abdominal cavity. Plan: admit. Moist gauze to dry dressing, wear abdominal binder. On (B)(6) 2010: (B)(6) care. (B)(6) md. Office notes. Had done well for approximately 8 months, but then developed small wound on upper abdomen, communicated with an abscess cavity. Probably was communication with anterior abdominal wall permanent mesh, I feel evaluation and removal of this mesh would be appropriate. Difficulties with right lower abdominal stoma. This may need to be completely removed, replaced in new position. If this is case, then removal of the mesh can be done at same time. States has been feeling lethargic, having low-grade fevers. I think this is all in line with a chronic subclinical infection of abdominal mesh. On (B)(6) 2010: gastrointestinal tumor. (B)(6) arnp. Office notes. Admitted to hospital for possible stoma dehiscence. CT on (B)(6) 2010 finding no significant fluid component of the collection in anterior abdominal wall with opening to skin, postsurgical changes in abdomen. Was seen by dr. Paul smith, felt his abdominal wound needs to have plastic surgery repair. Had episodes constipation, might be due to stenosis of colostomy at skin level, resolved after revision. Still with abdominal cramping. On (B)(6) 2010: (B)(6) md. Operative report. Preoperative diagnosis: infected anterior abdominal wall mesh. Postoperative diagnosis: infected anterior abdominal wall mesh. Operation performed: exploration of anterior abdominal wall wound with resection of marlex mesh and underlying anterior abdominal wall fascia with ventral hernia repair that measured 12 x 8 cm in size. Indications: this a 47-year-old male who underwent repair of a ventral hernia in 01/2010. The patient had a prior history of colon resection with right colostomy placement. The patient had done well initially but then developed a small wound dehiscence that required packing. Ultimately, the wound healed, but the patient was left with a small draining sinus. He was ultimately referred back to plastic surgery where upon examination he was noted to have a small 2 x 2 mm draining sinus that upon examination with a cotton tip applicator communicated with the underlying anterior abdominal wall with an area approximately 3 x 4 cm in size. The patient was explained that because this likely communicated with the underlying anterior abdominal wall mesh that he would require surgical exploration, washout of the wound, removal of any infected or exposed mesh and a complex abdominal wall closure with possible repeat mesh placement. The patient was explained the possible complications with the procedure such as this including infection, bleeding, scarring, muscle nerve injury, asymmetry, recurrent abdominal wall hernia and need for further surgery. The patient understood these possible complications and elected to proceed. Assistant: susan chung, md. Attending attestation: I was present throughout all major aspects of the procedure and was immediately available. Complications: none. Drains: one 15-french blake drain. Operation in detail: ¿the patient was taken to the operating room, placed in supine position, placed under general endotracheal anesthesia. His anterior chest and abdomen was sterilely prepped and draped in the usual fashion. Using a cotton applicator with methylene blue the entire granulating tract was marked. Again this tracked approximately 4 cm inferior to the wound that was on the midline abdominal scar. Once the methylene blue was painted on the wound the skin was incised with a 10 blade. Electrocautery was used to dissect down through the soft tissues trying to avoid any communication with methylene blue. Once the entire wound was resected again incorporating the previous abdominal wall mesh as well as a small portion of the anterior abdominal wall fascia, this created ultimately a wound that measured approximately 12 x 8 cm in size. The fascia was carefully dissected from the overlying soft tissues laterally and inferiorly. The fascial edges were grasped with an allis clamp and carefully the underlying abdominal wall contents were released from the overlying posterior rectus fascia laterally on both sides to allow for adequate release of the underlying abdominal contents and allow for closure in the midline. Once the fascia was freed up adequately, a 2-0 pds suture was used to repair this abdominal wall hernia. Once the 2-0 was completed a subsequent 0 quill suture was used to reinforce this 2-0 repair imbricating the fascia over the top of the previous repair. Once this was completed, the wound was irrigated profusely with first 1 liter of normal saline followed by 3 liters of triple antibiotic solution throughout the wound. The wound was then closed with 0 quill sutures over a 15-french blake drain followed by a 2-0 quill running subcuticular stitch. The drain was secured into place with 3-0 nylon. The wound was dressed with dermabond and steri-strips. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ on (B)(6) 2010: (B)(6) md. Discharge summary. Admit date: on (B)(6) 2010. Discharge diagnosis: infected anterior abdominal wall mesh. Hospital course: tolerated procedure well. Placed on levofloxacin because of previous infections with coagulase positive staphylococcus aureus, streptococcus agalactia. Activity: no heavy lifting, bending, standing. On (B)(6) 2010: surgical oncology. (B)(6) md. Office notes. Status post exploration of anterior abdominal wound with resection of marlex mesh and underlying anterior abdominal fascia with ventral hernia repair on (B)(6) 2010. Ventral hernia size was 12 x 8 cm. Abdomen: abnormal incision clean, dry, intact with steri-strips. Previous hernia site appears repaired. Drain out of left lower quadrant. Told that if it makes him feel better, can wear abdominal binder. On (B)(6) 2010: endocrine oncology. (B)(6) md. Office notes. Abdominal incision clean, dry, intact, steri-strips starting to peel off. Approximately 1-cm round open wound on left lower quadrant, old ostomy site. Drain has serosanguineous, sediment output. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection requiring removal surgery. Additional event specific information was not provided.